Event description:
While patient was on ventilator started making a grinding noise with error code (B)(4). Pulled out of service. Ge ivent had an error code (B)(4) - fan malfunction. Ge required ventilator be sent in for repair. Patient was required to be transferred to a back up ventilator.